Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. The customer stated they were able to clear the alarms and complete the rewind process. Customer was assisted with fill cannula and delivery was successful but did not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 63, pump error 28, and pump error 2 alarms. Device history and trace files downloaded successfully using thus software. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 9. Device passed the displacement test. Pump error 63 confirmed in the insulin pump history files on (B)(6) 2021 at 7:32pm. Pump error 28 confirmed in the insulin pump history files on (B)(6) 2021 at 7:31pm. Pump error 2 confirmed in the insulin pump history on (B)(6) 2021 at 7:32pm. Fill cannula was programed at 0.3 units and recorded in the insulin pump's daily history. No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked retainer ring. Pump error 63, pump error 28, and pump error 2 alarms was confirmed due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.